Manufacturer narrative:
(B)(4). This medwatch is being filed as an initial/ final report. The 510(k) numbers: k081047; k123188; k133786. The previous repair report for ultra duo flex fluid cart, serial number (B)(4), was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. On (B)(6) 2018, it was reported from university of (B)(6) that a cart was not reading fluid appropriately on cylinder #2. Erroneous a/d readings on the unit were displayed. (B)(4) was contacted about the cart and dispatched a service technician to be at the site. The technician arrived at the site on (B)(6) 2018 and confirmed that the cart was not reading the correct fluid levels. The technician replaced two new level sensors and then verified that the cart was functioning as intended. The technician then returned the cart to service without further incident. The device was tested, inspected, and repaired. The root cause for the unit not reading the correct fluid levels was due to malfunctioning level sensors. The function of the level sensor is to read the proper fluid level in the cylinder. If the level sensor was malfunctioning, it would not read the proper fluid level and may alert the user by an error warning. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the level sensors were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the unit was not reading fluid appropriately on cylinder 2. Erroneous a/d readings on the unit were displayed. The event timing was after surgery. On (B)(6), it was determined that both level sensors required replacement, therefore the device was not reading fluid appropriately on both cylinders. No adverse events were reported as a result of this malfunction.